Event description:
Additional information received from the hcp confirmed lead migration / dislodgment. It was reported that the signs or symptoms associated with the event were a palpable lead. It was noted that there was no patient injury and the patient did not require hospitalization.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's wires had moved and pulled lose. The patient was going to consider a revision surgery in april, but if the wires had not moved too much then she planned to leave them until it was absolutely necessary. It was also reported that the patient's wires were protruding in her neck, though she was doing much better with her migraines since the device was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 37752 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type recharger product ID 3778-75 lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: product type lead product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3778-75 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead. Correction: please note, conclusion code 54 no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the leads that were in the patient¿s head came out and were in a place they weren¿t supposed to be. The patient knew this because when she turned stimulation on we got zapping in her shoulder. They went in a fixed it. The patient had a fall in 2011 that affected the device and the doctor had to fix it. Around 2011 or 2012, they pulled the leads out and put new ones in. The patient didn¿t know when the zapping began. It was noted that the patient's device was implanted at the brain stem to treat occipital neuralgia and chronic migraines.